Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvéderm volbella® xc in the marionette and perioral lines. Patient was concomitantly injected with botox®. About 5 months later, patient developed late onset nodules and swelling; patient reported event to hcp about 5 weeks later. The nodules are palpable with a small amount of swelling/firmness visible to the patient. Patient was treated with hyaluronidase, prednisone, cipro, and amoxicillin. Symptoms resolved approximately 8 months post injection.